Manufacturer narrative:
Additional information was added to h6. H11: the actual device was not available; however, a photograph was received for evaluation. The returned photograph was reviewed, and it was noted that there was drug fluid contained inside the device¿s bladder which suggested an under infusion may have occurred. The reported condition was verified. The cause of the reported condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the balloon of an unspecified elastomeric device did not completely deflate during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.